Event description:
Pt had surgery (B)(6) 2006 for inguinal hernia repair using mesh. A yr ago, pt was diagnosed with vaginal erosion and bladder prolapse due to the mesh. She also states her nerves in her abdominal cavity are "entangled/entrapped" in the mesh.